Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (481 mg/dl). Customer delivered a correction bolus however, bg level did not decrease. Customer changed out the infusion set and cartridge, which brought bg level closer to target.